Event description:
It was reported that the health care professional (hcp) called for review of a ventricular episode for this patient with a pacemaker. Technical services reviewed and found the patient had a short run of ventricular tachycardia (vt) however, the arrythmia converted on its own. Additionally, there was observations of far-field oversensing however, it was appropriately blanked. Technical services discussed programming options. At this time, the device remains in service. No adverse patient effects were reported.